Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. Customer¿s blood glucose was 510 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer treated with the syringe. The customer stated the liquid crystal display screen had a fluid look to it and does not feel comfortable continuing to use the pump. Troubleshooting was done for no delivery alarm and damage. The self test was performed and the test was passed. The customer reported that insulin exited when prime. The insulin pump will be returned for analysis.